Manufacturer narrative:
This supplemental report is being submitted to provide the event date and to correct the previously reported aware date from (B)(6) 2020.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer states that the most likely cause for the reported event is are follows: it is probable that the image was no longer reflected due to the customer's handling of the product. Malfunction of the cable unit. The connector board unit has failed. Malfunction ccd unit". A DHR review was performed and no abnormalities were noted.

Manufacturer narrative:
An investigation is ongoing to obtain additional information regarding the reported event. The device was returned to the service center for evaluation. The user¿s complaint was confirmed. The inspection found a small crack on the body cover. The image issue was attributed to a damaged charge-coupled device (ccd).

Event description:
The service center was informed that during an unspecified procedure, the camera did not display an image. It is unknown if the intended procedure was completed. There was no patient injury reported.